Event description:
The customer reported a lot battery condition during a preventive maintenance and stated "the description of the fault is clear." No patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.